Event description:
The facility rep reported a fail code 703 on channels a and c. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.